Event description:
No pt injury reported. Technician alleged bed exit does not send signal to nurse station.

Manufacturer narrative:
Technician found a bad cable from utv box to wall. He replaced cable to resolve the issue.